Event description:
The ventilator did not meet a specification. The driver piston could not be centered while the ventilator was on the pt, even though the ventilator passed both performance checks. The pt was not compromised at all.